Event description:
It was reported that an unspecified malfunction had occurred with the pump. There was no reported adverse impact to the customer's blood glucose level. The pump reset was completed, and the issue was resolved without further action needed.